Manufacturer narrative:
G5:510(k)# k102985. B4:31aug2021. Manufacturer's product support engineer (pse) evaluated the incident. The keypad was successfully replaced on the device and the device returned to service.

Event description:
It was reported to philips that the v60 touchscreen is not responding and will not pass calibration. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.